Event description:
A pt was treated on 4/24/96, to the vermilion of both lips. In approx 9/96, the pt developed tenderness, swelling, induration and spontaneous drainage at the injection sites. The symptoms resolved then recurred in 11/96. On 12/17/96, the pt presented with a two day history of abscesses, burning and itching at the upper and lower lips. The physician diagnosed abscess formation associated with collagen and prescribed keflex. On 1/15/97, the pt presented with 2 small abscesses on the upper right vermilion border an one small abscess on the left lower vermilion border. Keflex and medrol dosepak were prescribed.